Event description:
It was reported to fresenius that this peritoneal dialysis (pd) patient was in treatment with the liberty select cycler when they experienced abdominal pain. The patient¿s caregiver called 911 and the patient was transported to the hospital. In addition to the pain, the patient was experiencing nausea and vomiting and was found to have cloudy pd effluent. In the emergency room the patient was administered antibiotics (drug, dose, route, frequency, and duration unknown) prior to collection of a pd effluent culture and blood cultures. The patient was admitted to the hospital with a diagnosis of peritonitis. The patient¿s effluent and blood cultures resulted negative. The antibiotic regimen is unknown as the discharge paperwork has not been sent to the pd clinic. The suspected cause of the patient¿s peritonitis was due to the patient¿s daughter uncapping the bags and leaving them open for later use. The daughter was going on vacation and wanted the patient to be able to set up treatment on their own. The patient was also diagnosed with hypokalemia (lab values not provided). It was reported (by the program manager at the patient's user facility) that the hypokalemia was due to the patient¿s family not picking up the patient¿s prescription medication for over a week since prescription was placed despite multiple phone calls and education about the importance of the medication. Potassium supplementation was given to the patient at the hospital to resolve the issue. The patient was discharged and continues to complete pd therapy utilizing the liberty select cycler.

Manufacturer narrative:
Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty cycler set and the patient event of pain with subsequent diagnoses of peritonitis and hypokalemia with hospitalization. However, there is no information to show a causal relationship between the adverse event and use of the cycler set. Additionally, there was no allegation of a cycler set defect reported for this event. The suspected cause of the peritonitis was the uncapping of the solution bags for later use resulting in the connection point being exposed and open to contaminates. The antibiotics administered to the patient was the likely reason for the culture-negative results. All pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. The peritonitis was caused by a breach in aseptic technique. Hypokalemia is common in pd patients and can be the result of a poor diet, medication, and diarrhea. Per the program manager, the patient¿s failure to take their prescription medication resulted in the hypokalemia. Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the fresenius liberty cycler sets shipped to the patient for the three month timeframe preceding the event date. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) confirmed that the results of the in-progress and final quality control (qc) testing met all requirements and specifications for release. A review of the DHR did not reveal a probable cause. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Correction: a2, a4, b7, h6 (health effect clinical code).

Event description:
It was reported to fresenius that this peritoneal dialysis (pd) patient was in treatment with the liberty select cycler when they experienced abdominal pain. The patient¿s caregiver called 911 and the patient was transported to the hospital. In addition to the pain, the patient was experiencing nausea and vomiting and was found to have cloudy pd effluent. In the emergency room the patient was administered antibiotics (drug, dose, route, frequency, and duration unknown) prior to collection of a pd effluent culture and blood cultures. The patient was admitted to the hospital with a diagnosis of peritonitis. The patient¿s effluent and blood cultures resulted negative. The antibiotic regimen is unknown as the discharge paperwork has not been sent to the pd clinic. The suspected cause of the patient¿s peritonitis was due to the patient¿s daughter uncapping the bags and leaving them open for later use. The daughter was going on vacation and wanted the patient to be able to set up treatment on their own. The patient was also diagnosed with hypokalemia (lab values not provided). It was reported (by the program manager at the patient's user facility) that the hypokalemia was due to the patient¿s family not picking up the patient¿s prescription medication for over a week since prescription was placed despite multiple phone calls and education about the importance of the medication. Potassium supplementation was given to the patient at the hospital to resolve the issue. The patient was discharged and continues to complete pd therapy utilizing the liberty select cycler.